Event description:
It was reported that device contamination occurred. An opticross imaging catheter was selected for use. During procedure, it was noted that the item was defective and it is contaminated. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified kinks in the sheath assembly. The imaging window detached near the lapjoint section, and the detached section did not return for analysis. Impedance testing shows an open proximal wave form. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable.

Event description:
It was reported that device contamination occurred. An opticross imaging catheter was selected for use. During procedure, it was noted that the item below was defective and it is contaminated. No patient complications were reported.